Manufacturer narrative:
MFR# for the first report of driveline infection: 2916596201902338. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was that the patient was admitted for additional infection workup and medical management. On (B)(6) 2019 the patient's mean arterial pressure (map) was lower than 90 and 60 mg of imdur was recommended per heart failure. It was noticed a skin around driveline was irritated. On (B)(6) 2019 patient stopped IV antibiotics, and another driveline culture was performed, and resumed pta doxycycline in the morning. Patient was discharged on (B)(6) 2019 and was told to continue doxycycline for known (B)(6) driveline infection. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.